Event description:
It was reported that the programmer "locks up" with an error during an interrogation. Another programmer was used, and the service disk will be run on the affected programmer to clear the error. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.